Manufacturer narrative:
In compliance with 21cfr part 820.198-quality system regulation- and natus quality management system, natus has determined that field corrective action is required. The fca is in progress to fix all the affected devices.

Event description:
Ergojust cart - broken - camera mast fell and a staff got hit in the head by the camera - no serious injury.